Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s body rejected the implant, and another pump was implanted in december 2013. The reporter stated it was not a malfunction of the pump. No patient symptoms, pump medications, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.